Event description:
It was reported that during a thoracotomy, the device did not form the staples. The staple line was oversewn. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 08/08/08. Info anticipated, but unavailable at this time.